Event description:
It was reported that during the implant procedure, there was difficulty extending/retracting the helix. The lead was not implanted. No patient complications were reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism.